Manufacturer narrative:
The reported adverse event was damaged teeth. Date of event is approximate. The device serial numbers or manufacturing number were not provided. Customer contact information, mailing address were not provided. Complaint received from (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer reported that their diamond clean smart power toothbrush caused holes in their tooth.